Manufacturer narrative:
On (B)(6) 2018 the fse visited the customer site and found sample nozzle partially clogged, tubing on sample nozzle also looked aged in color, replaced sample nozzle and verified alignments successfully. The customer ran several controls and results were within 1 sd of the mean. The customer calibrated and ran controls successfully. The instrument was performing as intended and hence no additional activities were required by field service. The most probable cause of the reported event was sample nozzle failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported ss flag, found dropped cup with their aia-600 analyzer. The customer was unable to run beta-hcg, afp, prog, ctnl2, lh ii, myo, prl, bhcg, fsh, e2, and ck-mb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, afp, prog, ctnl2, lh ii, myo, prl, bhcg, fsh, e2, and ck-mb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.